Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported "display damaged" which was observed during a visual inspection. "Display damaged" verified and found to be caused by a failed pixels in the liquid crystal display. The device was contained and removed from service. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged display. There was no known patient injury or medical intervention associated with this event. No additional information is available. .